Event description:
It is reported that the device was implanted in 2008. Pt felt snapping. First it was assumed that the snapping occurred in his hip and physical therapy was tried. During an arthroscopy (due to soft tissue problems) it was discovered that the polyethylene inlay was loose in the baseplate. It could be raised from the surface easily. This was proofed during revision surgery, all other components were still firmly implanted. Revision surgery occurred in 2009.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.